Event description:
It was reported that the customer blood glucose was 278 mg/dl and customer insulin pump was not working correctly. Caller stated that the customer's insulin pump was alarming calibration error, her sensor ended a day early and it was giving incorrect readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).